Event description:
It was reported that the right-ventricular (rv) lead exhibited noise over-sensing. No resolution was performed. There were no patient consequences.

Event description:
Additional information indicated that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) exhibited noise oversensing. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.